Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the cutter would not cut and the aspiration was working the procedure, causing an iris tear. Viscoat was being used at the time of this event. The product was replaced and procedure completed. Additional information and sample has been requested. The customer does not want to provide further information.

Manufacturer narrative:
Additional information: action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).